Event description:
During intraocular lens implantation, the lens became stuck in the insertion device, and when it was expelled the lens spread out and one of the haptics broke the capsule. A vitrectomy was performed and another lens was implanted with no further problems.